Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture (loc) with high pacing impedance which was caused by a lead fracture observed during fluoroscopy examination. The physician attempted to remove this right atrial (ra) lead from the patient, however, the lead was severed during the attempt and the distal end remained inside the patient. It was decided to surgically abandon the remaining portion of the lead after it was noticed that the patient was experiencing a decrease in blood pressure due to a torn superior vena cava (svc). Surgical intervention was performed in order to repair the svc and no replacement system was implanted. The patient was stable and recovering in the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field f10: patient codes correction to field h6: patient codes.

Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture (loc) with high pacing impedance which was caused by a lead fracture observed during fluoroscopy examination. The physician attempted to remove this right atrial (ra) lead from the patient, however, the lead was severed during the attempt and the distal end remained inside the patient. It was decided to surgically abandon the remaining portion of the lead after it was noticed that the patient was experiencing a decrease in blood pressure due to a torn superior vena cava (svc). Surgical intervention was performed in order to repair the svc and no replacement system was implanted. The patient was stable and recovering in the hospital. No additional adverse patient effects were reported.